Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump for an unspecified duration of time. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was available.